Event description:
It was reported by the getinge field service engineer during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) had broken upper panel assembly,spring on fiber optic port cover had broken. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, g3, g6,h2,h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Fse said that spring on fibre optic port cover was broken, replaced assembly, upper panel / label, trainer on ¿ off / label, patient connector and completed pm including all functional and safety tests as per manufacturer specifications.